Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device work intermittently. He noticed the issue a couple of weeks ago while attempting to bolus and he stated, it is progressively getting worse. He stated that the infusion device has not been dropped, but it has been immersed in water. No physiological effects were reported. The patient switched to the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.